Event description:
Customer had shut down the acuity central station to change an uninterruptible power supply battery. The customer stated that the acuity system would not restart, possibly due to hard drive problems. This resulted in the loss of centralized monitoring. There was no pt connected to the system since this was planned down time to replace the battery.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.